Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 258mg/dl and a correction bolus via the pump was delivered. A system check was performed and an air bubble was observed in the infusion set tubing and the pump performed as intended. Reportedly, the customer was unsure whether abrupt temperature changes to the pump occurred due to wearing the pump inside their pocket. An infusion set change was performed and insulin deliveries were successfully resumed.